Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a mildly calcified and moderately tortuous mid left anterior descending (lad) artery. Following predilation with a 3.5x20 mm maverick balloon catheter, a 4.00x20mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion. However, the physician felt "hardness" to push the stent into an unspecified guide catheter. The stent was withdrawn from the unspecified guide and found out that the distal part of the stent struts were destroyed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a hypotube kink at 375mm distal to the strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination also identified proximal stent damage. Stent struts at the proximal end of the stent were lifted distally. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a mildly calcified and moderately tortuous mid left anterior descending (lad) artery. Following predilation with a 3.5x20 mm maverick balloon catheter, a 4.00x20mm promus element¿ plus drug-eluting stent was selected and advanced to treat the target lesion. However, the physician felt "hardness" to push the stent into an unspecified guide catheter. The stent was withdrawn from the unspecified guide and found out that the distal part of the stent struts were destroyed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.